Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 247 mg/dl using her contour meter. She retested using another meter and received a reading of 115 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed 5 control tests using the returned reagent. They found 2 out of 5 strips to read an average of 5 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.